Manufacturer narrative:
The device was returned to olympus for inspection. A root cause could not be identified. Based on the results of the investigation, the most probable cause of the malfunctions was traced to component failure. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Event description:
It was observed that during the device evaluation the ultrasound gastrovideoscope had adhesive around the light guide lens has corrosion, there was damage on the acoustic lens, and the adhesive around the objective lens has a chip. There was no patient involvement.